Manufacturer narrative:
Analysis of the catheter, model# 8781, serial# (B)(4), found the transition tube to be damaged. The entire catheter was not returned for analysis. The allegations of kink and catheter twisting could not be confirmed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n536145004, implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who received unknown gabalon baclofen (unknown concentration and dose) in an implantable pump for spinocerebellar degeneration (hereditary spastic paraplegia). As of (B)(6) 2016, the patient's spasticity was well controlled with intrathecal baclofen. During a (B)(6) 2017 visit, the refill was difficult to perform; the needle could not be inserted into the refill septum. Fluoroscopy confirmed pump inversion. The pump was fixed in the right direction by hand and the refill was performed. The patient's spasticity was well controlled following the refill. A catheter dye study was performed on (B)(6) 2017 (no results were reported). On (B)(6) 2017, "re-fixing" the pump was conducted as "thread dislodgement" was observed. The pump was separated. Twisting of the pump catheter (29.7cm of twisting along the pump connection) and damage to the outside of the catheter (2-3cm from the pump connection) were confirmed. The inside of the catheter was not damaged and catheter patency was confirmed with no problem (drug feeding to medullary cavity was normal). The catheter (including the damaged portion) was replaced. Furthermore, the "replacement was re-fixed" to the pump in 3 places. The cause of the thread dislodgment was unknown; movement of the patient was mentioned as a possible cause. The adverse event was listed as recovered as of (B)(6) 2017. The causality was not considered to be related to the drug, pump, catheter, programmer, or surgical procedure. No overdose/underdose symptoms were reported. There were no reported symptoms. The hcp would like to know the cause of the catheter damage. It was also noted the replacement catheter was slightly shorter (approximately 0.5cm) than the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.